Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no pt injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a corroded rotor and driveshaft, which were each replaced along with the nose cone, bearing stop, burshield, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.